Event description:
It was reported by the customer that a pyxis anesthesia system (pas) station doesn't load the medication. Customer reported that there is an issue with the screen comes up with blue screen display and the user were unable to issue medication to the patient during the malfunction. There were reported no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined blue screen display. A technical support specialist reinstall the application and modify the file path to resolve this issue. The system functioned as intended technical support specialist troubleshooted the device.